Event description:
Per the clinic, the patient experienced an abutment loss and underwent an abutment replacement under general anesthesia on (B)(6) 2024. The internal fixture remains. Additional information has been requested but has not been made available as of the date of this report.